Manufacturer narrative:
Patient expired due to multiple co-morbidities which were not related to the use of the device. Based on the available information, this event is deemed to be a patient injury/death. Based on information provided, no product malfunction occurred. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on november 08, 2016 (B)(4).

Event description:
Complaint from a nurse reporting a mucosal pressure ulcer with use of the device. It was reported that a patient with complicated history was admitted to intensive care on an unknown date after one week of progressive dyspnea and nausea. Her complications since admission included shock, sepsis, pneumonia, acute kidney injury, continuous renal replacement therapy, hepatic shock, atrial fibrillation, coagulopathy, and encephalopathy. Device was placed on (B)(6) 2016. On (B)(6) 2016, an unstagable pressure ulcer measuring 1x2x0.1cm and a 0.5x0.5cm area of partial thickness skin loss posterior to perianal wound base was noted. The device was removed and the rectal area mucosal/full thickness skin loss erosion was noted under the device after stool was cleansed away. The erosion area appeared to extend into perianal area. Reporter stated the patient expired "not related to this event."